Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-rays images provided by the hospital indicate a high stress concentration on the proximal end of the nail, possibly emphasized by a potential physical contact of the prosthesis and the nail in the intramedullary canal. Both circumstances have most likely led to fatigue breakage of the nail. The reported complaint could not be replicated and reproduced with the provided information. Therefore, the complaint is deemed indeterminate. Date of event unknown. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for periprosthetic femoral fracture on (B)(6) 2012 with a distal femoral nail. The surgeon found the nail was broken on (B)(6) 2013 and revised to a competitors nail on (B)(6) 2013. Reportedly the surgeon thought the cause of the breakage might be poor reduction and a stress concentration on the intramedullary nail by the pseudoarthrosis. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device was used for treatment, not diagnosis. Placeholder. (B)(4).